Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6004681 have already been previously tested in the 1985484 on 29/jan/2025. The reference samples were visual inspected and tested. And additional tests for the reference samples were documented for the malfunction soft cannula found crimped upon removal from infusion site, under section 06.46. And the visual inspection and flow test were found within specifications as per the test report database 1985484. Device history record (DHR) review: the lot 6004681 was manufactured according to the work instruction (wi) version 109 manufactured in the line 9, on 05/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 03/apr/2025 against malfunction code soft cannula found crimped upon removal from infusion site and lot 6004681 and no another complaint has been registered in database for the same lot 6004681 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the three infusion set cannula was crimped and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen. The blood glucose level was high and addressing the issue with correction bolus via pump. No further information available.